Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1588) on 21-oct-2015. The most recent information was received on 21-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) /essure was puncturing the right coils'), pelvic pain ('bulging pelvic pain, sharp stabbing pelvic pain'), urinary tract infection ('uti'), klebsiella infection ('klebsiella infection'), deafness ('hearing loss'), meniere's disease ('possible meniere's disease') and kidney infection ('kidney infection') in a 35-year-old female patient who had essure (batch no. B53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, bladder disorder, dysmenorrhea and infection nos. Previously administered products included for an unreported indication: evra and depo-provera. Concurrent conditions included parity 3. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced asthma ("asthma symptoms") with dyspnoea and chest discomfort. On (B)(6) 2014, the patient experienced foreign body ("something else inside left pelvis with the appearance of a surgical clip"), 3 months 12 days after insertion of essure. In (B)(6) 2014, the patient experienced neck pain ("neck pains"). In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urine analysis abnormal and dysuria. In 2014, the patient experienced back pain ("back pain, especially lower/upper back pain"), urethral pain ("urethral pain"), panic attack ("panic attacks"), rectal pressure severe ("pressure rectal") and urinary incontinence ("bladder disorder/ pressure in bladder and uterus"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("painful cramping,"), dysmenorrhoea ("painful bleeding/painful periods /(cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), klebsiella infection (seriousness criterion medically significant), deafness (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menometrorrhagia ("disappearance of any normal period and entering into random painful bleeding with no rhyme or reason and with excessive bleeding during period"), orthostatic intolerance ("orthostatic intolerance") with feeling cold, hyperhidrosis, vertigo, hypotension and dizziness, anorectal discomfort ("rectal pressure"), dyspareunia ("pain during vaginal intercourse, pain during sex /dyspareunia (painful sexual intercourse)"), myalgia ("muscle aches and pains"), coital bleeding ("bleeding during sex and after sex"), uterine pain ("uterine pain,"), abdominal pain upper ("stomach pain"), night sweats ("night sweats"), fungal infection ("yeast infections"), abdominal distension ("severe bloating"), constipation ("constipation"), nausea ("nausea"), diarrhoea ("liquid diarrhea"), vomiting ("severe vomiting"), dyspepsia ("heartburn"), dysgeusia ("metallic metal tastes"), headache ("headaches,"), migraine ("massive migraines"), contusion ("bruises that are large and stay for long periods of time"), hypoaesthesia ("numbness"), head discomfort ("brain prickles, or shocks"), mood swings ("mood swings"), anxiety ("anxiety,"), memory impairment ("forgetfulness/ memory issue"), skin exfoliation ("flaky skin"), palpitations ("random heart palpitations"), vulvovaginal pain ("stinging of the vaginal entrance"), flatulence ("gas"), paraesthesia ("tingling sensations in hand and feet"), pyrexia ("unexplained fevers"), vision blurred ("vision issues including blurriness"), vulvovaginal burning sensation ("itching burning of the vaginal entrance"), vulvovaginal pruritus ("itching burning of the vaginal entrance"), hot flush ("hot flashes"), cystitis ("infection (bladder/urinary tract/vaginal) type: multiple bladder"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems nos"), tinnitus ("tinnitus"), pain ("random body aches"), irritable bowel syndrome ("ibs"), fatigue ("fatigue"), urinary tract pain ("urinary pain"), musculoskeletal chest pain ("rib cage pain"), flank pain ("flank pain"), bladder pain ("bladder pain"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing issues") and ear pain ("pain in right ear") and was found to have weight increased ("weight gain of 22 pounds in one year"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, urinary tract infection, klebsiella infection, deafness, kidney infection, menometrorrhagia, orthostatic intolerance, asthma, neck pain, foreign body, anorectal discomfort, myalgia, coital bleeding, abdominal pain, uterine pain, night sweats, fungal infection, back pain, abdominal distension, constipation, nausea, diarrhoea, vomiting, dyspepsia, dysgeusia, headache, migraine, contusion, hypoaesthesia, head discomfort, mood swings, anxiety, skin exfoliation, palpitations, weight increased, vulvovaginal pain, flatulence, paraesthesia, pyrexia, vision blurred, hot flush, cystitis, vaginal infection, urinary tract disorder, tinnitus, pain, irritable bowel syndrome, urinary tract pain, urethral pain, musculoskeletal chest pain, flank pain, panic attack, rectal pressure severe, urinary incontinence, bladder pain, fibromyalgia, auditory disorder and ear pain outcome was unknown and the dyspareunia, memory impairment, dysmenorrhoea, vaginal haemorrhage, fatigue and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, asthma, auditory disorder, back pain, bladder pain, coital bleeding, constipation, contusion, cystitis, deafness, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear pain, fallopian tube perforation, fatigue, fibromyalgia, flank pain, flatulence, foreign body, fungal infection, head discomfort, headache, hot flush, hypoaesthesia, irritable bowel syndrome, kidney infection, klebsiella infection, memory impairment, meniere's disease, menometrorrhagia, menorrhagia, migraine, mood swings, musculoskeletal chest pain, myalgia, nausea, neck pain, night sweats, orthostatic intolerance, pain, palpitations, panic attack, paraesthesia, pelvic pain, pyrexia, rectal pressure severe, skin exfoliation, tinnitus, urethral pain, urinary incontinence, urinary tract disorder, urinary tract infection, urinary tract pain, uterine pain, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, weight increased and anorectal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc.product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 21-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) /essure was puncturing the right coils'), pelvic pain ('bulging pelvic pain, sharp stabbing pelvic pain'), urinary tract infection ('uti'), klebsiella infection ('klebsiella infection'), deafness ('hearing loss'), meniere's disease ('possible meniere's disease') and kidney infection ('kidney infection') in a 35-year-old female patient who had essure (batch no. B53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, bladder disorder, dysmenorrhea, infection nos, dysfunctional uterine bleeding and rectal pain. Previously administered products included for an unreported indication: evra and depo-provera. Concurrent conditions included parity 3, breast pain, tenderness, dizziness, venous insufficiency and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced asthma ("asthma symptoms") with dyspnoea and chest discomfort. On (B)(6) 2014, the patient experienced foreign body ("something else inside left pelvis with the appearance of a surgical clip"), 3 months 12 days after insertion of essure. In (B)(6) 2014, the patient experienced neck pain ("neck pains"). In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urine analysis abnormal and dysuria. In 2014, the patient experienced back pain ("back pain, especially lower/upper back pain"), urethral pain ("urethral pain"), panic attack ("panic attacks"), rectal pressure severe ("pressure rectal") and urinary incontinence ("bladder disorder/ pressure in bladder and uterus"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("painful cramping,"), dysmenorrhoea ("painful bleeding/painful periods /(cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), klebsiella infection (seriousness criterion medically significant), deafness (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menometrorrhagia ("disappearance of any normal period and entering into random painful bleeding with no rhyme or reason and with excessive bleeding during period"), orthostatic intolerance ("orthostatic intolerance") with feeling cold, hyperhidrosis, vertigo, hypotension and dizziness, anorectal discomfort ("rectal pressure"), dyspareunia ("pain during vaginal intercourse, pain during sex /dyspareunia (painful sexual intercourse)"), myalgia ("muscle aches and pains"), coital bleeding ("bleeding during sex and after sex"), uterine pain ("uterine pain,"), abdominal pain upper ("stomach pain"), night sweats ("night sweats"), fungal infection ("yeast infections"), abdominal distension ("severe bloating"), constipation ("constipation"), nausea ("nausea"), diarrhoea ("liquid diarrhea"), vomiting ("severe vomiting"), dyspepsia ("heartburn"), dysgeusia ("metallic metal tastes"), headache ("headaches,"), migraine ("massive migraines"), contusion ("bruises that are large and stay for long periods of time"), hypoaesthesia ("numbness"), head discomfort ("brain prickles, or shocks"), mood swings ("mood swings"), anxiety ("anxiety,"), memory impairment ("forgetfulness/ memory issue"), skin exfoliation ("flaky skin"), palpitations ("random heart palpitations"), vulvovaginal pain ("stinging of the vaginal entrance"), flatulence ("gas"), paraesthesia ("tingling sensations in hand and feet"), pyrexia ("unexplained fevers"), vision blurred ("vision issues including blurriness"), vulvovaginal burning sensation ("itching burning of the vaginal entrance"), vulvovaginal pruritus ("itching burning of the vaginal entrance"), hot flush ("hot flashes"), cystitis ("infection (bladder/urinary tract/vaginal) type: multiple bladder"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems nos"), tinnitus ("tinnitus"), pain ("random body aches"), irritable bowel syndrome ("ibs"), fatigue ("fatigue"), urinary tract pain ("urinary pain"), musculoskeletal chest pain ("rib cage pain"), flank pain ("flank pain"), bladder pain ("bladder pain"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing issues"), ear pain ("pain in right ear"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condition") and was found to have weight increased ("weight gain of 22 pounds in one year"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, urinary tract infection, klebsiella infection, deafness, kidney infection, menometrorrhagia, orthostatic intolerance, asthma, neck pain, foreign body, anorectal discomfort, myalgia, coital bleeding, uterine pain, night sweats, fungal infection, abdominal distension, constipation, nausea, diarrhoea, vomiting, dyspepsia, dysgeusia, headache, migraine, contusion, hypoaesthesia, head discomfort, anxiety, skin exfoliation, palpitations, vulvovaginal pain, flatulence, paraesthesia, pyrexia, vision blurred, hot flush, cystitis, vaginal infection, urinary tract disorder, tinnitus, pain, irritable bowel syndrome, urinary tract pain, urethral pain, musculoskeletal chest pain, flank pain, panic attack, rectal pressure severe, urinary incontinence, bladder pain, fibromyalgia, auditory disorder, ear pain, vaginal discharge, bladder disorder and nervous system disorder outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, back pain, mood swings, memory impairment, weight increased, dysmenorrhoea, vaginal haemorrhage, fatigue and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, asthma, auditory disorder, back pain, bladder disorder, bladder pain, coital bleeding, constipation, contusion, cystitis, deafness, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear pain, fallopian tube perforation, fatigue, fibromyalgia, flank pain, flatulence, foreign body, fungal infection, gastrointestinal disorder, head discomfort, headache, hot flush, hypoaesthesia, irritable bowel syndrome, kidney infection, klebsiella infection, memory impairment, meniere's disease, menometrorrhagia, menorrhagia, migraine, mood swings, musculoskeletal chest pain, myalgia, nausea, neck pain, nervous system disorder, night sweats, orthostatic intolerance, pain, palpitations, panic attack, paraesthesia, pelvic pain, pyrexia, rectal pressure severe, skin exfoliation, tinnitus, urethral pain, urinary incontinence, urinary tract disorder, urinary tract infection, urinary tract pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, weight increased and anorectal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion po changes of bilateral essure closure device placement. No spillage of contrast from either fallopian tube into the peritoneum bilaterally. Probable surgical clip projected over the left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Reporter's information was updated. No new significant information. On 22-nov-2019: pfs received. Event added: vaginal discharge, bladder disorder, gi disorder,neuro condition . Updated outcome of pelvic pain, back pain, dyspareunia. And menorrhagia. Fu9 & 10 process together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 08-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) /essure was puncturing the right coils'), pelvic pain ('bulging pelvic pain, sharp stabbing pelvic pain'), urinary tract infection ('uti'), deafness ('hearing loss') and meniere's disease ('possible meniere's disease') in a (B)(6) year old female patient who had essure (batch no. B53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, bladder disorder, dysmenorrhea and infection nos. Previously administered products included for an unreported indication: evra and depo-provera. Concurrent conditions included parity 3. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced asthma ("asthma symptoms") with dyspnoea and chest discomfort. On (B)(6) 2014, the patient experienced foreign body ("something else inside left pelvis with the appearance of a surgical clip"), 3 months 12 days after insertion of essure. In (B)(6) 2014, the patient experienced neck pain ("neck pains"). In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant) with urine analysis abnormal and dysuria. In 2014, the patient experienced back pain ("back pain, especially lower/upper back pain"), urethral pain ("urethral pain"), panic attack ("panic attacks"), rectal pressure severe ("pressure rectal") and urinary incontinence ("bladder disorder/ pressure in bladder and uterus"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("painful cramping,"), dysmenorrhoea ("painful bleeding/painful periods /(cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("disappearance of any normal period and entering into random painful bleeding with no rhyme or reason and with excessive bleeding during period"), orthostatic intolerance ("orthostatic intolerance") with feeling cold, hyperhidrosis, vertigo, hypotension and dizziness, anorectal discomfort ("rectal pressure"), dyspareunia ("pain during vaginal intercourse, pain during sex /dyspareunia (painful sexual intercourse)"), myalgia ("muscle aches and pains"), coital bleeding ("bleeding during sex and after sex"), uterine pain ("uterine pain,"), abdominal pain upper ("stomach pain"), night sweats ("night sweats"), fungal infection ("yeast infections"), abdominal distension ("severe bloating"), constipation ("constipation"), nausea ("nausea"), diarrhoea ("liquid diarrhea"), vomiting ("severe vomiting"), dyspepsia ("heartburn"), dysgeusia ("metallic metal tastes"), headache ("headaches,"), migraine ("massive migraines"), contusion ("bruises that are large and stay for long periods of time"), hypoaesthesia ("numbness"), head discomfort ("brain prickles, or shocks"), mood swings ("mood swings"), anxiety ("anxiety,"), memory impairment ("forgetfulness/ memory issue"), skin exfoliation ("flaky skin"), palpitations ("random heart palpitations"), vulvovaginal pain ("stinging of the vaginal entrance"), flatulence ("gas"), paraesthesia ("tingling sensations in hand and feet"), pyrexia ("unexplained fevers"), vision blurred ("vision issues including blurriness"), vulvovaginal burning sensation ("itching burning of the vaginal entrance"), vulvovaginal pruritus ("itching burning of the vaginal entrance"), hot flush ("hot flashes"), cystitis ("multiple bladder"), kidney infection ("kidney infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems nos"), deafness (seriousness criterion medically significant), tinnitus ("tinnitus"), pain ("random body aches"), irritable bowel syndrome ("ibs"), fatigue ("fatigue"), urinary tract pain ("urinary pain"), musculoskeletal chest pain ("rib cage pain"), flank pain ("flank pain"), klebsiella infection ("klebsiella infection"), bladder pain ("bladder pain"), meniere's disease (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing issues") and ear pain ("pain in right ear") and was found to have weight increased ("weight gain of 22 pounds in one year"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, urinary tract infection, menometrorrhagia, orthostatic intolerance, asthma, neck pain, foreign body, anorectal discomfort, myalgia, coital bleeding, abdominal pain, uterine pain, night sweats, fungal infection, back pain, abdominal distension, constipation, nausea, diarrhoea, vomiting, dyspepsia, dysgeusia, headache, migraine, contusion, hypoaesthesia, head discomfort, mood swings, anxiety, skin exfoliation, palpitations, weight increased, vulvovaginal pain, flatulence, paraesthesia, pyrexia, vision blurred, hot flush, cystitis, kidney infection, vaginal infection, urinary tract disorder, deafness, tinnitus, pain, irritable bowel syndrome, urinary tract pain, urethral pain, musculoskeletal chest pain, flank pain, panic attack, klebsiella infection, rectal pressure severe, urinary incontinence, bladder pain, fibromyalgia, auditory disorder and ear pain outcome was unknown and the dyspareunia, memory impairment, dysmenorrhoea, vaginal haemorrhage, fatigue and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, asthma, auditory disorder, back pain, bladder pain, coital bleeding, constipation, contusion, cystitis, deafness, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear pain, fallopian tube perforation, fatigue, fibromyalgia, flank pain, flatulence, foreign body, fungal infection, head discomfort, headache, hot flush, hypoaesthesia, irritable bowel syndrome, kidney infection, klebsiella infection, memory impairment, meniere's disease, menometrorrhagia, menorrhagia, migraine, mood swings, musculoskeletal chest pain, myalgia, nausea, neck pain, night sweats, orthostatic intolerance, pain, palpitations, panic attack, paraesthesia, pelvic pain, pyrexia, rectal pressure severe, skin exfoliation, tinnitus, urethral pain, urinary incontinence, urinary tract disorder, urinary tract infection, urinary tract pain, uterine pain, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, weight increased and anorectal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New events: possible meniere's disease, fibromyalgia, hearing issues, right ear pain, hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: multiple bladder, kidney, and vaginal infections, hearing loss, tinnitus, random body aches, perforation (fallopian tube(s)), fatigue, ibs, perforation (fallopian tube) /essure was puncturing the right coils, urinary pain, rib pain, urethral pain, flank pain, klebsiella infection, bladder pain, panic attacks, pressure in bladder and uterus, bloating were added. Event outcome were updated to recovered: bleeding, cramping, pain with intercourse, fatigue, memory issue, fainting feeing when standing were added. Medical history, treatment drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.